Event description:
(B)(4). Same case as 2134265-2009-04088 & 2134265-2009-05254. The patient was enrolled in (B)(6) of 2008. The target lesion was in the right carotid artery with a 5 mm vessel diameter and a 7 mm length. There was 90% stenosis as measured by nascet. The lesion was reported as type I. There was no thrombosis, no ulceration, no dissection and no pseudoaneurysm present. There was no vessel tortuosity and no calcium present. A filterwire ex (190 cm) was used for cerebral protection. A 7 mm by 30 mm carotid wallstent monorail was implanted. During the procedure, an ultrasoft balloon dilatation catheter was used. The patient was given atropine 0.5 ui during the procedure. No vasodilator was given. This patient had a minor stroke during the perioperative period. The event of stroke resolved with no residual effects. Residual stenosis was 0-29% and the stent was reported to be patent. The procedure and use of cerebral protection were reported as successful. Post-procedure, the carotid stent was patent and stenosis was 0%. There were no complications less than 24 hours after the procedure. The patient had a 1-month follow-up assessment in (B)(6) of 2008. The stent was patent and the percent stenosis was 0%. No adverse events were reported, the patient was asymptomatic. The speech and language, mental and intellectual functions, cranial nerves and eye examination, motor system and sensory system were functioning normal and were unchanged from the last visit. There were no complications since the last assessment.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.